Manufacturer narrative:
No button error alarm noted. Act and esc buttons did not respond due to corroded keypad traces. Unable to verify low glucose alarm due to button keypad anomaly. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer also stated that the escape an act buttons were unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the button error alarm was between 110 and 120 mg/dl. Blood glucose level at the time of the keypad incident was 65 mg/dl, which was due to too much insulin and treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.